Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch basic enhanced meter was reading inaccurately erratic. The medical affairs specialist (mas) called and spoke with the pt on sept. 5, 2008 and obtained additional info. The pt informed the mas that she had been obtaining "inaccurate readings for about 5 days" prior to the call to lfs. She claimed she had not tested her blood glucose during those 5 days since "the meter was not working and it would give really weird results" (did not provide any specific results, but mentioned that they were really high and really low within a few minutes). The pt is supposed to test her blood glucose at least 4 times/day and takes lantus insulin on a sliding scale at bedtime between 25-30 units "depending on what the meter reading is". However, during the time she did not test her blood glucose, she took the "maximum amount" (30 units) every night since she thought that it was "the best thing to do." On (day prior to her call to lfs), she had gone out shopping in the morning. She had not tested her blood glucose for 4 days prior to this day. While out shopping, she started feeling shaky, dizzy, and had an "urge for sugar". She treated her self with a candy bar and went home. She did not seek any medical attention. The next day, she attempted two tests on the subject meter/strips and obtained results of 192 mg/dl and 112 mg/dl, performed within 10 minutes of each other. She was not experiencing any symptoms at that time. She then contacted lifescan to report the alleged inaccurate results. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly to match the code on the test strip vial. The test strips were in good condition and within the expiration/discard dates. The pt's testing technique was correct and she was also cleaning the puncture area properly. She was walked through a control solution test and a check strip test, they both passed within range. This complaint is being reported because the pt claimed that she did not test on the subject meter/strips for 4 days prior to experiencing symptoms suggestive of hypoglycemia, because she alleges that the "meter was not working". During the time she did not check her blood glucose, she was taking the maximum amount of lantus insulin of her sliding scale regimen. She treated self with candy. The subject meter/strips are within lifescan's specification with the control solution test and check strip test. Replacement product were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.